Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. On (B)(6) 2020 the patient reported that she was having trouble with the incision coming open and it would not heal so her pump was almost sticking through her skin. She stated that about 3 weeks ago, she noticed that her nightgowns were getting super wet, so she looked and saw that her skin had split open, which was very painful, so she went to the ER (emergency room) and the ¿serum¿ kept on pouring out of her. They said it looked like it was full of pus. She was in a lot of pain, but the pump was working throughout this. Per the patient, they did every test possible, blood cultures, and CT scans. They gave her some dilaudid and she was finally able to get dressed so she could leave the ER. Then yesterday, her incision was finally scabbed over, but was still leaking fluid. No further complications have been reported as a result of this event. Additional information was received from a manufacturer representative on (B)(6) 2020. It was reported that "a couple days ago" (relative to (B)(6) 2020), the patient had an infection of the pump pocket. It was so bad that the pump could be seen through the incision. On (B)(6) 2020 the pump and part of the catheter were removed. Part of the catheter could not be retrieved. The patient was staying overnight to be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was asking how long they needed to wait after a pump being removed due to infection before they could get a replacement. The patient was redirected to their healthcare professional (hcp). The patient stated that they got their pump because they have chronic pancreatitis. It was reported that at the beginning of march they had problems with infection in their spine in addition to the pump pocket. The patient asked if it was normal for the hcp to leave a catheter in their body. It was stated that the catheter was removed from the spine, but it was left inside the patient. It was stated that the hcp only gave the patient enough medication to last till the end of march and the patient went through severe withdrawals. It was reported that the patient had a pump site seroma that was as largeas a "can of orange juice concentrate" and it was drained 2 weeks ago. The hcp said that it would probably fill up again. The patient said they have a big seroma drain and that it was painful when they move and twist. The patient stated that they think the drain will need to be removed before a new pump is put in. It was reported that there was another seroma on the patient's spine where the catheter was. The patient stated that they didn't know it was there and kept squeezing it. It was stated that this seroma was outside of the spine in a subcutaneous pocket. The patient had had both seromas for at least a month before the pump site was drained. It was reported that it would need to be surgically removed because it had a calcified capsule that the body would not absorb. The patient stated that they were trying to get into another pain clinic to get a new pump and that they can't live without a pump. It was reported that the patient was on really high dose fentanyl patches that were not taking care of the pain. The patient stated that the clinic where they live was not taking new pump patients and the next closest is 400 miles away. It was also reported that the patient had abdominal pain and had to go to the ER to get a cat scan. No additional complications were reported.